Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the 5mm hex flexible screwdriver (p/n 03.037.028, l/n 9298605) was received cracked at the most proximal laser cut teeth segment on the shaft. The shaft was not completely broken into 2 pieces and received at us cq. No other issues were identified with the returned components of the device. Dimensional inspection: dimensional inspection of the received device was performed at cq the shaft diameter of the device was was measured and is within the specification as per the drawing. Document/specification review: based on the date of manufacture the relevant drawings, reflecting the current and manufactured revision were reviewed. Yes, the device received was cracked. Hence confirming the allegation. Conclusion: the complaint was confirmed for the 5mm hex flexible screwdriver (p/n 03.037.028, l/n 9298605) as the shaft of the device was cracked and not completely broken. The unintended external forces might have contributed to the reported complaint condition. There was no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.037.028, lot: 9298605, manufacturing site: hägendorf, release to warehouse date: 27.january 2015, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a trochanteric femoral nail advanced (tfna implantation, when the surgeon inserted the unknown helical blade, the surgeon then engaged the locking mechanism with the 5 mm hex flexible screwdriver and successfully locked the unknown helical blade in rotation. The surgeon removed the screwdriver and noticed that it was cracked/broken at the first flex joint below the handle. There were no fragments generated from the broken device. The procedure was completed successfully without delay. There were no patient consequences. Concomitant device reported: unknown helical blade ( part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This is report 1 of 1 for (B)(4).